Manufacturer narrative:
B3: date of event unknown. One device was received for investigation. The reported issue was confirmed during functional testing. The investigation traced the issue to the downstream occlusion (dso) sensor, which was determined to be non-functional. Additionally, the software was determined to be faulty. The dso sensor, dso bezel, and dso seal were replaced. The battery compartment and lcd lens were also replaced. The device received updated software.

Event description:
It was reported that the device displayed an error code "46011" and the dso was damaged. The issue was found during testing.